Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a hemodynamic pressure monitoring procedure for a patient in surgery, the clinical staff noted that the pressure monitoring set was leaking blood/fluid at the 3-way stopcock during the procedure. The device was replaced to complete the procedure for the patient. No additional patient consequences to report. The device was disposed of by the hospital staff.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.